Event description:
It was reported that pump experienced repeated malfunction alarms with code 12, including at least three occurrences on same device, although no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump.